Manufacturer narrative:
(B)(4). Event date: unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown. How was the bleeding controlled? Clips. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) One required a reoperation. What is the total number of procedures where bleeding was identified? There were no ethicon reps present. One the appendectomy, did the bleeding occur on meso or appendicular stump? UK. Does the surgeon routinely wait 15 seconds prior to firing? Not routinely. Were any staple formation issues noted? UK. On the lap chole, what anatomical structure was device used on? Cystic artery and duct. Is the duct and artery taken together or separately? Unknown. However in the past I¿ve seen them take them together. Is it known which procedure required a reoperation? A lap appy.

Event description:
It was reported that during a laparoscopic appendectomy acs/trauma team have experienced a few bleeding issues with our echelon stapler. Oozing on laparoscopic appendectomies with our gst45w has occurred. A reoperation was required.